Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Report source other - medwatch report #: mw5113627. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported part of a catheter from a single lumen polyethylene central venous catheter tray had separated in a patient. A patient had several lines placed, including two arterial lines in the bilateral groins. On (B)(6) 2022 at 0815, the registered nurse (rn) noted the left femoral arterial line of the patient was bleeding. The rn discovered that the catheter of the arterial line had broken off and a portion remained in the leg of the patient. The physicians used ultrasound to identify a 13cm piece of the catheter had separated and remained in the groin of the patient. The patient was taken emergently to the operating room for surgical removal of the catheter piece. The removal was completed without surgical complications and the patient was cleared from a surgery standpoint. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation / evaluation: it was reported by a representative of university of colorado hospital (USA) that a single lumen polyethylene central venous catheter tray (rpn:c-pmsy-501j; separated. The device was required by a patient with bilateral groin arterial lines and was placed on the patient¿s left. On (B)(6) 2022 at 08:15, the nurse was performing a dressing change and discovered the device separated and a portion remained in the patient¿s leg. Ultrasound was employed to confirm that 13cm of the catheter was retained in the patient¿s groin. The patient was then taken emergently to the operating room for uncomplicated surgical removal of the device fragment. No information about the patient¿s anatomy, activity level, or pre-existing conditions were provided. No information about the placement procedure was provided. It is unknown how the device was secured to the patient. It is unknown how the line was accessed and maintained. It is unknown how long the device was in place before the failure was discovered. No other adverse events were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The customer did not provide a lot number to aid in the investigation. A sales report was reviewed to determine a possible lot number. The report generated two possible lot numbers: (13333107 & 13442640), which the following device history record review will be based upon. These two lots did not have any non-conformances. The catheter sub-assemblies did reveal relevant non-conformances, but the nonconforming product was scrapped, and the remainder of the lot was 100% inspected for additional non-conformances. There are no complaints on the two possible lots. Based on the dmr and DHR, and with no product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence of non-conforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, c_t_ulmbh_rev7, packaged with the device contains the following in relation to the reported failure mode: in the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the limited information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure with no evidence relating to manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.